Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/latino female patient underwent a primary breast augmentation with two 350cc mentor smooth round moderate plus profile prostheses and experienced bilateral breast pain postoperatively. The patient initially suspected that the pain was due to inflammation. The patient had a consultation with a healthcare professional, and pain medication was prescribed to alleviate the pain. However, the patient later on stated that her symptoms were improved, and the patient believes that she was just overwhelmed by the breast augmentation process and overreacted. The patient currently experiences slight breast discomfort and pain. At the time of this report, the patient is not planning on additional surgical intervention. This report is for the right-sided prosthesis.